Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial and venous air alarms occurred during a routine hemodialysis treatment. The alarms could not be resolved and treatment was discontinued, resulting in an estimated blood loss of 25cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Review of the log file confirmed air throughout the cartridge before entering treatment, indicating that the operator did not follow user guide instructions to remove air during priming of the cartridge. The cycler alarmed appropriately. The user's guide provides adequate instructions for set up and prime of the cartridge before initiating treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.